Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen became unresponsive. Customer states the pump is unable to be unlocked, the wake button works as intended, as the screen responds as intended when the wake button is depressed. However, the issue is not resolved after attempting to unlock with the 1,2 sequence even after cycling a screen on/off with the wake button. Customer did not test blood glucose (bg) levels, but states bg is stable and unaffected by the event. Customer reverted to insulin injections for alternate insulin therapy.